Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 3004936110-2016-00030.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned. Based on the information received, the cause of the reported event remains unknown. Additional information was requested and is unavailable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related MFR report numbers 3004936110-2020-00156; 3004936110-2016-00033; 3004936110-2017-00163. Remote monitoring of chronic heart failure patients: invasive versus non-invasive tools for optimising patient management , author: veenis, j f 1 ; brugts, j j 1. Publication info: netherlands heart journal : monthly journal of the netherlands society of cardiology and the netherlands heart foundation 28.1: 3-13. (Jan 2020). Per the article: "the recent us post approval study (pas) reported a device- or system-related complication in 0.3% of all patients (4 out of 1214), and a sensor failure in only 0.1% of all patients (1 out of 1200), which confirms the safety and durability of this technique." The data below was also provided to the FDA via the " cardiomems hf system post-approval study annual (2019) progress report. The event being reported is as follows: one event involved an unsuccessful implantation procedure in which wire access to the pulmonary artery branch was lost during device placement, resulting in removal of the device and reinsertion of the swan-ganz catheter and balloon inflation for angiogram. The angiogram revealed that a small pulmonary artery was entered by the swan-ganz catheter during re-insertion and inflation, resulting in rupture of a small branch of the pulmonary artery and a pulmonary hemorrhage. The hemorrhage was successfully controlled using a balloon and coils. However, due to religious beliefs, the subject refused blood products following the event and died five days following the event. Further information was requested but not received.